Event description:
It was reported that during a lap appendectomy procedure, the device was fired and the cartridge came out of the device and was left in the abdomen because they did not know it fell into the pt. They completed the case with the same instrument. Over a year maybe two years had past and the pt was admitted to another hosp for abdominal pain and found the cartridge on an MRI. They went in and removed it with no complications. The device is not available for analysis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 07/10/2009.

Event description:
Received notice of litigation regarding this event on (B)(4) 2009. The sales representative indicated that she was made aware of the event in (B)(6) 2008 by the doctor who had biocompatibility questions regarding the cartridge. The sales rep advised that the cartridge was not intended to be an implantable device. The sales rep also discussed with the doctor the potential for incorrectly loading the cartridge which could allow for it to fall out when the device is fired.